Event description:
Hold for s.s. 12/15. It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 290 mg/dl. The customer reverted to an alternate method of insulin therapy.